Event description:
End-user reported mass is not adhering and skin has become sore and reddened from product used from one (1) box for a few hours. End-user stated that the stoma is about 20mm at widest diameter, and is using a large moldable product with started opening of 32mm.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user was advised that product was too large for his stoma, and proper fit was discussed. End-user was instructed to use stomahesive powder to treat irritated skin. The correct size product and stomahesive powder was sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted.

Manufacturer narrative:
The product associated with batch 3h00708 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received 10/28/2015. The product associated with batch 3h00708 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).